Event description:
It was reported customer had an "incident" with infusion rate and would like to request an investigation. There was no information on patient involvement. Additional information was received through due diligence attempts. It was reported the pump was programmed to infuse 100ml potassium 20meq over two (2) hours at a rate of 50ml/hr, however the pump beeped "infusion complete" in forty-four (44) minutes. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported customer had an "incident" with infusion rate and would like to request an investigation. Additional information was received through due diligence attempts. It was reported the pump was programmed to infuse 100ml potassium 20meq over two (2) hours at a rate of 50ml/hr, however the pump beeped "infusion complete" in forty-four (44) minutes. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: date of birth, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of over-infusion of potassium was not confirmed during the investigation. Pump module s/n 14531692 exhibited a pressure sensor malfunction, but no over-infusion was observed, and the event could not be replicated during testing. After sensor replacement and calibration, the device operated within specification. Pump module s/n (B)(6), which was also evaluated due to its involvement in the reported infusion, showed no anomalies and passed all functional tests. Thorough laboratory testing was performed on both suspect pump modules. The pump module (s/n (B)(6) was found to have both pressure sensors out of specification in the as-received condition, with the bottle-side sensor failing to return to its nominal voltage when unpressurized, indicating a functional failure. The sensors were replaced, and the device was calibrated before completing all required testing. Both devices performed within specified parameters, with no errors or malfunctions observed. External and internal inspection of both suspect pump modules did not reveal any conditions that would have contributed to the reported event. On s/n (B)(6), incidental findings included cosmetic damage to the upper left corner of the door and a broken left (female) iui connector. This is an incidental finding and is not related to the reported issue. The logs from the pcu (s/n (B)(6), the suspect pump module (s/n (B)(6), and the additional suspect pump module (s/n (B)(6) were retrieved from the returned devices to investigate the reported event. The facility reported a potential over-infusion on (B)(6) 2025 at 7:47 am. A review of the pcu (s/n (B)(6) error log identified three occurrences of error code 240.4150.0 (sensor broken high failure) associated with the suspect pump module. These were recorded on (B)(6) 2025 at 8:00 am and 8:37 am, and on 11jun2025 at 7:48 am, shortly after the infusion began. A review of the pump module (s/n (B)(6) error log revealed a total of 28 historical failures with error code 240.4150.0 recorded between the years 2021 and 2025. Additionally, 17 log-only entries with code 240.4150.5 and 6 entries related to low sensor failures (241.4140.0 and 241.4140.5) were identified, indicating a recurring pattern of pressure sensor malfunction. A review of the pump module (s/n (B)(6) error log did not observe any errors that could have contributed to the reported event. A review of the pcu event log showed that on 11jun2025, the pcu and pump module (s/n (B)(6) were powered on at 7:46 am. A new patient was selected, and an infusion of potassium (20meq in 100ml) was initiated at 50ml/hr. At 7:48 am, a channel malfunction alarm (240.4150.0) was triggered, stopping the infusion with a primary volume infused (pvi) of 0.5ml. The ¿channel off¿ key was pressed at 7:49 am, and the unit was powered off. No further activity was recorded that day. The pump module (s/n (B)(6) was powered on at 7:50 am and programmed with the same infusion parameters. The infusion began at 7:51 am and continued through multiple pauses, a rate change to 40ml/hr, and several alarms including air in line and door opened. The device was powered off at 8:20 am with a pvi of 11.291ml. At 8:22 am, a new patient was selected, resetting the pvi to 0. A second infusion was programmed at 986ml/hr with a vtbi of 700ml and completed at 9:07 am with a pvi of 700.0014ml. A third infusion was then initiated at the same rate with a vtbi of 200ml and completed at 9:20 am. The final recorded tvi was 900.478ml. When including the 11.291ml from the first session (prior to the ¿new patient¿ selection, which reset the pvi), the total theoretical volume infused was approximately 911.769ml. Based on this evidence, the investigation was expanded to include both pump modules as suspects, and the concomitant module was evaluated accordingly under the procedures for suspect devices. The bd alaris user manual v12.1.3 with guardrails, troubleshooting and maintenance guide provides the following information: ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door.¿ user manual ¿ the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Verify correct primary and secondary infusion parameters prior to starting the infusions. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was no information on patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4) the device was opened for investigation, please re-torque all screws. Please replace upper and lower pressure sensors. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4) the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue of over-infusion of potassium could not be confirmed during the investigation. Although the suspect pump module (s/n (B)(6) exhibited a pressure sensor malfunction consistent with error code 240.4150.0, log analysis showed that the infusion was stopped at 0.5ml due to the error, and the device was powered off shortly after. No evidence of excessive fluid delivery was found. The device was later calibrated and passed all functional and rate accuracy tests within specification. The pump module (s/n (B)(6), which was later identified as the device that completed the infusion, was fully evaluated. No anomalies were observed during inspection, log review, or laboratory testing. The device passed all unregulated flow, rate accuracy, and occluder spring tests within specification. Note that this report lists imdrf annex a0709, a0401, c16, c07, d0302, d15, g0301204, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.